Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during setup for a cataract procedure, the handpiece presented with an occlusion. The equipment was switched out to proceed with surgery.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system was manufactured on september 4, 2005. The root cause cannot be determined conclusively. (B)(4).